Manufacturer narrative:
Additional information was received that the returned ipg was expired and was not used in a procedure. (B)(4) device evaluation indicated that the device passed all tests performed. There were no associated complaints. The device functionality test was performed to ensure the device integrity.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason.